Event description:
It was reported that remote transmission showed non-sustained lead noise due to t-wave oversensing. Patient was asymptomatic. Reprogramming was recommended, and the device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.